Event description:
The pt was reportedly experiencing nausea and pain at the implant site with and without device use. The pt has been taking naproxen for the pain. The pt was also experiencing sound quality issues. Testing showed that the device is functioning. The pt is being monitored.